Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported adhesive issue event occurred on (B)(6) 2026. Infusion set fell off during use after 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.